Event description:
It was reported that there may be some atrial undersensing in the mvp mode as there were large spikes on telemetry. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).